Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was found to be in backup vvi mode through a merlin transmission. The patient has not wanted to visit the clinic for now. It is recommended to download a software or change the firmware. The patient is scheduled for an appointment in (B)(6) to restore the device. No symptoms were reported.